Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) (B)(4) called regarding a fan failure message he received on the balloon pump while doing training. No patient was involved. He powered up the pump, while a simulator was connected and noticed this message appeared after a couple of minutes. He re-booted the pump without the simulator connected just to double check if that mattered and the fan failure message still appeared. Pump will be sequestered. He stated this pump just had a pm done on june 5th. Getinge field service engineer (fse) unit reported to display "fan failure" on the screen by(B)(4), equipment manager) on 7/2/2023 to the emergency support program.unit is maintained by getinge fst (B)(4). Last service was a pm performed by getinge fst (B)(4) on 6/5/2023. No patient involvement.issue discovered during staff training.unit shows multiple fault 59's with arg2 indicating the rear fan has failed.unable to physically feel air flow from rear fan.fan replaced.fan failure message cleared.fan functions properly and providing air flow.unit passes all tests and calibrations to manufacturer standard and is released for clinical use. No patient involvement. The failure analysis and testing dept. Received rev. D, sebm with a reported unit failure of a fan failure message. The fat performed a visual inspection and found the part to be in good condition. The fat installed and tested in cardiosave test fixture serial number (B)(6) to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual revision r. Tested the part for 30 minutes. No fan failure message appeared and the fan ran with no issues. Fat was not able to verify the reported complaint of a fan failure message. Retaining the in the failure analysis and testing department per procedure number (B)(4) rev. Ap.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) call was made that a fan failure message was received on the balloon pump. The pump was powered up while a simulator was connected just to double check if this had mattered and the fan failure message still appeared. There was no patient involvement.